Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm was a past event. Customer states that the issue was in the tubing, not the cannula or reservoir. Customer reports event was resolved by changing complete set (infusion set and reservoir). Blood glucose level was 98 mg/dl. No product is expected to return for analysis.